Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of undersensing and noise was noted on the device. No intervention was performed to resolve the event and the patient's status was stable and will continue to be monitored.